Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the device and cartridge lots. Additional information was requested and the following was obtained: when the knife stopped on the way of the 2nd firing, did the device deliver any staples into the tissue? Yes, staples of the proximal end were deployed. If yes, were the staples formed properly? No, the deployed staples were unformed. If yes, was the staple line complete? No. When the knife stopped on the way of the 2nd firing, did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No information. When the knife stopped on the way of the 3rd firing, did the device deliver any staples into the tissue? No information. If yes, were the staples formed properly? No. If yes, was the staple line complete? Na. When the knife stopped on the way of the 3rd firing, did the device cut? No information. If yes, was the cut line complete? --- no. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. Was buttressing material utilized? --- no information. If so, which product? Na.

Event description:
It was reported that during an open lobectomy, the knife stopped on the way of the 2nd firing on the lung though the device functioned as intended at the 1st firing. The cartridge was gold. The device was released with the knife reverse switch. Some staples of the proximal end were deployed and they were unformed. After the event, another gold reload was loaded into the same device and fired, but the knife stopped on the way of the 3rd firing as well. Another device and a new cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m54v0h. Corrected data: manufacture date: 8/20/2015. Expiration date: 07/20/2018. The analysis found that one pse60a device was returned in good visual condition and with an ecr60d partially fired 1/16 reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.